Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for in-clinic follow up. Upon interrogation of the pulse generator it was unclear if the right ventricle was capturing, as there were t-waves present on stored electrocardiograms, but no r-waves. A threshold test was performed, and adequate capture was obtained. Device parameters were appropriately adjusted. The patient was in stable condition.